Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-13559: additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013124, in question was manufactured at the reynosa ID site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013124". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6013124 was manufactured according to the work instruction (wi) version 61 and manufactured in the line 01on 04-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion sets cannula kinked events on (B)(6) 2025. The events occurred three or more hours after insertion.the infusion sets were in use for between three hours to four days. The insertion sites were abdomen and hips. The blood glucose level was 1200 mg/dl at the time of events due to which patient required assistance from hospital and got treated with correction bolus via pump, correction injection via multiple daily injections. Patient found positive for ketone levels. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.